Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pre-release device check, a rise in capture threshold and drop in r-wave amplitude and pacing lead impedance were observed. During the procedure, the lead was confirmed to have dislodged. The physician decided to extract and replace the lead which occurred without adverse event. Following extraction of the lead, tissue could not be visualized in the helix however the helix was not able to be extended once the lead was out of the body. The patient remained stable throughout, and no adverse events occurred.